Event description:
It was reported that during a da vinci-assisted pulmonary left lower lobectomy procedure, the 8mm curved-tip sureform 30 stapler instrument fired a white reload on a pulmonary vein and there was 1-2mm of tissue that was not cut. The surgeon said the undivided tissue was between two fully formed rows of staples. The surgeon said he could not tell if the tissue was pushed/moved instead of cut. The surgeon divided the remaining tissue between the staple rows with a long bipolar grasper instrument. The procedure was completed robotically. The surgeon reported that this event had no impact on the procedure or patient outcome. The patient has been discharged from the hospital.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. Intuitive surgical inc. (Isi) has requested the return of this stapler instrument, but the product has not been received. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. An isi failure analysis engineer (fae) reviewed the stapler logs for this event. The logs show that 8mm curved-tip sureform 30 stapler instrument (part #488530-10, lot #u90220315-0027 was installed 3 times and fired 3 reloads (all white). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary left lower lobectomy procedure, the 8mm curved-tip sureform 30 stapler instrument fired but did not full cut the target tissue. The surgeon used another instrument to finish dividing the tissue. The cause of the customer reported failure mode is unknown. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.